Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: d1: micra-delsys. H3: yes. Dev rtn to MFR? Yes. The full delivery system was returned, analyzed, and no anomalies were found. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The recapture cone was able to exit out of the device cup with the deployment button locked in the deployed position. The device was able to be deployed without resistance, the device was able to be pulled by the tether to the recapture cone without resistance , the device was able to be fully recaptured in the device cup. There were no anomalies found with the deployment button. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-jun-2022, serial#: (B)(4) UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: (B)(6) 2021, yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the delivery system (ds) cup did not remove completely from the leadless ipg when the ds deployment button was pulled. It was further reported that pulling the ds removed the leadless ipg from the implantation site. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.